Event description:
It was reported that saline water was not running from new hip kit during surgery. No harm or injury reported. At product evaluation investigation the interior of the hand piece found the motor mounts had signs of charring and were melted and warped. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation completed. This is an initial final report submission. Functional testing of the device confirmed the suction was not working and the motor made a high pitched noise. Visual inspection of the interior of the hand piece found the motor mounts had signs of charring and were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. No other damage was found. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.